Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnect the infusion set tubing and delivered a bolus to confirm insulin was exiting the tubing. After observing insulin, customer reconnected tubing to site and resumed insulin delivery. Blood glucose (bg) was 505 mg/dl and a bolus was delivered to address bg. The customer declined tandem technical support's offer to troubleshoot.